Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a perclose failure occurred. The treatment was not reported. It was noted that the perclose device representative was at the case. There was no allegation of any (B)(6) device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).